Event description:
In for egd procedure with banding. Banding kit failed to deploy. Placed pt at risk of variceal bleeding. Suctioned varix were not captured by band 4 out of 5 times. Pt will need to be rescheduled for another procedure.